Manufacturer narrative:
The country of origin is (B)(6). The most recent calibration results were slightly lower than expected and outside the renewal frequency recommendations. The most recent qc performed had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received high elecsys troponin t hs assay results from the cobas e 801 immunoassay analyzer. The initial result was 75.7 ng/l and the rerun result were 12.3 ng/l and 12.6 ng/l. The questionable results were not reported outside the laboratory. The reagent lot number was 370695 and he expiration date was 31-mar-2020.